Event description:
It was reported that when the pt attended his 3 month mapping appointment on (B)(6) 2010, it was seen that 10 of the 12 electrode channels are showing either hi impedance or short circuits. The pt's mother has reported no present or past history of infections, trauma or falls, however, she has reported that when he gets angry, he often bangs his head/body against hard surfaces. The pt did not respond to behavioural tests performed at the clinic. A clinical visit to assess the device was carried out by med-el (B)(4) on (B)(6) which confirmed that there are only 2 to 3 electrode channels which are currently determined as useable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.